Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are:  product ID: 9735762, software version: 2.1.0 product ID:(9735859), ubd:unknown, UDI:unknown,  h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that called to report that their system would not connect to their pacs network and they were unable to load a patient's exam. After inserting the disc, the system would say that there was no digital imaging and communications in medicine (dicom) on the disc.  There was no patient involvement reported.

Event description:
Additional information was received. It was reported that the manufacturer representative (rep) did not have the exam for the naviga tion system on it, which is why nothing would load.

Manufacturer narrative:
H2: additional information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the software team reviewed the case details. As per the case description, the site was unable to load patient exams. After inserting the disc, the system would say that there was no digital intercommunication of medicine (dicom) on the disc. As per the information provided on 10-jan-2025, the manufacturer representative confirmed that the site did not have an exam for stealth on disc. Which is why nothing would load. Based on the information provided, this appears to be an issue with the disc, this does not appears to be an issue with the software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.